Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
A customer reported reflux of the irrigation solution to the air line occurred during surgery. The product was exchanged and the procedure was completed with no harm to the patient.